Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump reset unexpectedly. Customer reported blood glucose (bg) level was 315 (mg/dl). During troubleshooting with tandem technical support, the customer was able to reload a cartridge onto the pump and resume insulin delivery. A bolus via the pump was delivered to address bg level. Reportedly the customer will continue to use the pump until the replacement pump is received. Customer also has manual injection supplies available.